Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild calcification, mild tortuosity and 90% stenosis. Pre-dilatation was performed with a trek balloon. While advancing the 3.0 x 18 mm xience prime stent through the lesion, the stent became stuck with the lesion and during retraction of the device, high resistance was felt. Fearing a dislodgement, the stent was deployed at that location with only a 50% coverage of the lesion area and with the stent partially in a non-lesion area of the vessel. Ballooning was then performed on the remaining uncovered part of the lesion. Post-dilatation of the stent was performed with an nc trek balloon. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up will be submitted with all relevant information.